Event description:
Customer reporting what they feel are 9 potential false positive sars results. No conflicting testing results exist and no confirmation testing was performed on any of the samples. Through interview it was found that all patients are asymptomatic and some quality control samples have failed during testing. Report 9 of 9.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Intended use of kit is for symptomatic patients. Customer is testing asymptomatic patients. Root cause: unable to duplicate with customer returned kit. Customer is testing outside of intended use. Source: phone.